Manufacturer narrative:
Corrected block: b3. Updated block: h3 & h6. The field service representative (fsr) could not duplicate the reported complaint. The data logs were reviewed with no abnormal findings. The fsr completed release testing successfully. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the cardioplegia pump display abruptly turned off then came back on. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the perfusionist, around the same time, the arterial pump also went to coast without any alert.

Manufacturer narrative:
Per data log review: there was no observation of the cardioplegia pump display abruptly going out and then back on again.